Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af284, with lot number 60139 were returned and analyzed. The data files indicated eighteen injections were performed with balloon catheter 2af284, with lot number 60139, and did not show any issues. The balloon catheter 2af284, with lot number 60139 was visually inspected and showed the device was intact with no apparent issues. Dissection of the device showed a guide wire lumen kink 1.42 inches from the tip of the catheter. The pressure test did not show any leaks. In conclusion, the reported balloon shape issue was confirmed through testing. The balloon catheter 2af284, with lot number 60139 failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon shape was not as expected as the shaft was not in the center of the balloon. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.